Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 12/01/2014 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the black box revealed no related issues. No keypad response issues were observed. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. No self-suspending occurred during investigation. The pump was able to be manually suspended and resumed successfully. All deliveries during investigation were accurately recorded in the pump¿s history.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (suspend) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.